Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual inspection noticed the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output signal found normal pacing parameters, and review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the leadless pacemaker (lp) system implant procedure, the right ventricular (rv) lp was fixated in the septal region. Following fixation capture threshold was lost. While considering a repositioning the patient blood pressure decreased. An echocardiogram revealed a perforation and tamponade. Pericardiocentesis was performed. Emergency surgical intervention was performed and double patches were applies to attempt to resolve the tamponade. The patient was admitted to intensive care and continues to be monitored.